Event description:
It was reported that the patient¿s pump was bothering the patient a lot and was causing pain. It was noted that it had been going on for the prior few months. It was reported that the patient wants the pump explanted since they were not really using it as the pump was dispensing saline. It was noted that the patient recently gained a lot of weight and it was contributing to the pump being uncomfortable. It was reported that the patient spoke with their healthcare provider about their concerns but wanted more information. It was noted that the patient¿s pump was being used to infuse saline. It was later reported that the patient¿s pump had been at the lowest rate with saline infusing for greater than 1 year. It was noted that the patient had pain at the pump pocket. It was reported that the healthcare provider (hcp) was discussing possible removal of the patient¿s pump. It was noted that ¿no narcotics are being used now¿ at the time of report".

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.